Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip failed to release from the catheter. The clip was pulled off the tissue and removed with the catheter. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip failed to release from the catheter. The clip was pulled off the tissue and removed with the catheter. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient¿s condition following the procedure was reported as fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination noted that the clip assembly was mashed onto the bushing. There was a kink in the control wire and the over sheath assembly was not returned. Functional analysis revealed that the clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule. Investigation found the clip assembly could not be deployed as the clip was mashed onto the bushing and the control wire was kinked. Based on the condition of the returned device, the reported failure was confirmed. It is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.